Manufacturer narrative:
Patient's condition affected effectiveness of device (80 - 90% stenosis, severe calcification and excessive vessel tortuosity). Deformation issue. Conclusions: device failure related to patient condition (80 - 90% stenosis, severe calcification and excessive vessel tortuosity). (B)(4).

Event description:
The physician was attempting to use an integrity bms stent to treat a lesion in the rca. The proximal rca exhibited three tandem stenoses of 80-90%, severe calcification and excessive vessel tortuosity. Lesion pre-dilation was performed. It was reported that the integrity device failed to cross the target lesion. Another bare metal stent was successfully implanted. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be deformed. No clinical sequelae were reported. Image review: the image received appears to confirm the reported lesion morphology. As reported the lesion in the rca exhibited severe calcification, apparent by the darker areas along the vessel in the angiographic image. The vessel does appear to be tortuous from this view. Evaluation summary: the device was returned with the protective sheath and stylette loaded, there was no resistance in removing these. The distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th and 19th distal segments are misaligned with slightly raised struts.